Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7032754.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling numbness at the toes. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. All explanted devices were not returned due to hospital policy.